Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machine head was damaged, the motor was corroded and the speed was unstable, the screws were worn, and the unit was out of calibration. The machine head, pin, motor, screws, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: belgium.

Event description:
It was reported during maintenance that there is a damaged machine head, corroded dermatome, worn screw and calibration error. During product evaluation, it was found that the speed was unstable. There is no harm or delay reported. Due diligence is complete.